Manufacturer narrative:
This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities. Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit requires a new doppler.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit requires a new doppler. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, e1 (event site telephone), g3, g6, h2, h11. Corrected field: h6: medical device: problem code. Due to character limitation, below field are added from e1: event site telephone: (B)(6).

Event description:
N/a.